Manufacturer narrative:
Findings: unit was received with normal operating currents. Also passed self test, error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 pounds during prime test due to faulty sensor resistor. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
A customer returned their insulin pump for unknown reasons. The customer's blood glucose level was unknown. The customer never asked to troubleshoot any issue with their insulin pump.